Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the set snapped below the drip chamber during chemotherapy treatment and resulted in a spill. There was no patient harm.